Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not receiving alarms at the information center when the mx40 was in use. No patient harm was reported.

Manufacturer narrative:
Correction/removal reporting numbers: z-0291-2017, z-0292-2017, z-0293-2017.